Manufacturer narrative:
The manufacturing location for this product is in (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ IV administration set a120f(bp) leaked during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Investigation summary: no samples were returned to sanxin, however, one photo was received. Device history record review: sanxin recheck same lot g1170410 in process record, lot size 40050 pcs, accordingly to sanxin semi finished product inspection, the air filter water resistant criteria sample level: 1 cavity [0 1], inspect 1 time, no leakage found. - sanxin recheck same lot g1170410 finished product, lot size 40050 pcs, leakage performance criteria sampling level s-2, aql1.0, sampling plan: 13 [0 1], inspected 13 pcs, no leakage found. - sanxin inspected 5 pcs retention samples, no leakage were found. Likely root cause: since no physical sample returned, the potential root cause could be: - during air filter assembly process, the tooling position for the spike is deviated, causing the air filter unable to match with the air vent completely. This sub assembly then get transferred into the next process, subsequently the air filter is not welded on the spike. - since the air filter is white in color, same as spike, there are chances that during the 100% inspection, due to fatigue, the inspectors did not captured this nonconformance and allowed the unqualified product to pass through the inspection. Corrective action: - implement checks that mechanics are required to do conduct function and performance inspection daily before machine operation. - establish a process control chart for this issue, when it exceed the control line, operator is required to shut down the equipment and notify the mechanics for adjustment. - evaluate the machine operation efficiency every 2 months, to ensure that machine is operating at optimum condition. - educate the operators on this complaint, and set up award and punishment system to monitor issue trend. No CAPA is required.

Event description:
It was reported that the bd¿ IV administration set a120f(bp) leaked during use. There was no report of exposure, injury, or medical intervention noted.